Event description:
It was reported that the t: slim x2 pump battery would not charge, causing the pump to shut down and become unable to turn back on. The customer's blood glucose level was recorded as "high," exceeding 500 mg/dl (27.7 mmol/l). To address this, the customer administered a correction bolus via the pump. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.